Event description:
It was reported that this right atrial (ra) lead was dislodged and it was confirmed through fluoroscopy. This lead was explanted and new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk conclusion code was selected based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU) - and therefore is deemed a known inherent risk of the device.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and - complaint would be updated upon analysis completion.

Event description:
It was reported that this right atrial (ra) lead was dislodged and it was confirmed through fluoroscopy. This lead was explanted and new lead was placed. No additional adverse patient effects were reported.